Manufacturer narrative:
This report is filed (B)(4) 2015.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2015, to reposition the implant body; however, the issue could not be resolved. The device was explanted and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).